Event description:
It was reported the pt's pump was alarming every 10 minutes. The alarm had started two days prior. The pump had been implanted roughly two weeks before the event. The pt was in the hospital. No symptoms were reported. Add'l info has been requested.